Event description:
It was reported that a catheter was replaced after 12 years, due to a "break." There were no patient symptoms/injuries related to this event. The spinal portion of the catheter was removed and replaced with a new spinal catheter segment. The existing pump segment was still in place. The pump was delivering baclofen. Three days after this report date, it was said the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058181r, implanted: (B)(6) 2001, explanted: (B)(6) 2013. Product type: catheter. (B)(4).